Event description:
The customer obtained imprecise vitros amon quality control results on a vitros 250 chemistry system. Values of 149.2, 138.3, 150.9, 152.1, 152.9, and 154.2 mol/l were obtained from the vitros liquid performance verifier ii control fluid versus the expected value of 195.5 mol/l. Biased results of the magnitude observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros amon quality control results were obtained on a vitros 250 chemistry system. The customer cleaned the microslide incubator slots and evaporation covers. Following completion of this action, acceptable vitros amon performance was observed. Per the vitros 250/350 chemistry system maintenance and diagnostics guide (13 june 2012 revision), microslide incubator cleaning is considered an "as required" maintenance activity. The root cause of this event is most likely instrument related. There was no evidence to suggest a malfunction of the vitros amon reagent.